Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was noted on ventricular channel via merlin.net. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.